Manufacturer narrative:
The customer notified the FDA via medwatch uf/importer report (B)(4). Device evaluation: a sample is available for evaluation but has not been returned to the manufacturer. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the patient noted the suspect device was leaking. The dressing was removed and the catheter tip was noted to be broken off. An x-ray revealed the catheter tip still in the patient's left wrist. The patient was taken to surgery for removal of the retained catheter. The removal was successful and without complication.

Manufacturer narrative:
Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6071589. The qn reviewed revealed no related reject activity. Conclusion - the defects could not be identified or confirmed and cause could not be determined as a sample was not returned for evaluation. Therefore, there was no physical evidence to confirm or to support manufacturing process related issues for the defects. An absolute root cause for this incident cannot be determined. Of note, product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.